Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During in clinic follow up, the device was found to be in back up mode. Technical support was contacted and found the back up mode was due to event queue overflow. Technical support recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.